Manufacturer narrative:
An event of replacement of a trifecta valve after an unknown period of time due to unknown causes was reported in a literature article. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Literature attachment: article title "a case series of novel technique of coronary protection for patients with low coronary height undergoing transcatheter aortic valve implantation".

Event description:
The article, ¿a case series of novel technique of coronary protection for patients with low coronary height undergoing transcatheter aortic valve implantation¿, was reviewed. The article presented a case study of a patient with the following coronary dimensions: left coronary height = 6.2mm, right coronary height = 12.9, sinus of valsalva width = 28mm, sinus of valsalva height = 14mm, sino tubular junction = 27mm, valve-to-coronary = 3.6mm. It was reported on an unknown date, a 23mm trifecta valve was implanted. It was later reported on an unknown date, a decision was made to explant the valve and replaced with a 23mm non-abbott valve. The article concluded simultaneous kissing balloon is a novel technique of coronary protection in patients undergoing tavi at high risk of coronary artery occlusion (cao). Further studies are required to establish the safety of this novel technique. Mohammad.alkhalil@nhs.net].